Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that one year ago the patient's infusion device shut off without first providing an error or alert message, and this resulted in a hospitalization due to diabetic ketoacidosis. The blood glucose readings taken at the hospital were unknown. At the hospital, the patient was treated with an IV drip of potassium, saline, and insulin. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.